Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the needle detached from the thread. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. The status of the patient is no problem.